Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system and connection with reservoir compartment was broken. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Insulin pump passed the displacement test. Unable to perform the prime or compromised force sensor system alarm test, occlusion test and no delivery test due to compromised force sensor system alarm. Insulin pump had cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o - ring, cracked reservoir tube window, cracked case at reservoir tube window corner, minor scratched display window, missing end cap sticker and stained address or serial number label.